Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, it is likely that event occurred due to a worn out video connector pin. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center when plug it in, they have to hold in in a certain angle for the image to appear or else there was no image. . There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.